Event description:
Additional information provided by the customer: there was no positive leak/culture related to this event.

Manufacturer narrative:
This report is being updated to report new information provided by the customer (b5,) and corrected information (b1, h1, h6-device code, results code, and h10). B1:there is no reportable product problem h1:there is no reportable device malfunction. Based on additional information provided by the customer, this case has been determined to be a non-reportable device malfunction.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The investigation is in progress. The definitive cause of the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or if additional relevant information is provided.

Event description:
It is reported during of a diagnostic gastroscopy using an olympus biopsy forceps (this report) and an olympus evis gastrointestinal videoscope (documented in report with patient identifier (B)(6)), the physician reported that the passage of the forceps through the working channel was not smooth, and was concerned that this may have caused a perforation on the working channel of the scope. The were no adverse effects to the patient as a result of this occurrence.